Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances. The patient's physican is aware of the situation and the pacing system remains implanted at this time. The patient will be monitored closely. No adverse patient effects were reported.

Event description:
--

Event description:
Additional information was received that the lead and device continued to exhibit high shock lead impedances. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reported that increased pacing threshold measurements were observed. Regular follow up will be continued.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.